Event description:
A discordant low immulite 2000 ipth result was obtained on one (1) patient sample. The laboratory discovered the discordant result when running a lot to lot comparison for this method. This testing was performed on a different immulite system using the current reagent lot and a new reagent lot. The results from the side by side testing matched, however were higher than the original result. A corrected report was sent to the physician. There was no known report of adverse health consequence due to the discordant ipth result.

Manufacturer narrative:
A siemens healthcare diagnostics technical service engineer (tse) reviewed the instrument data. Analysis of the immulite 2000 instrument data indicated that the cause of the discordant ipth result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.